Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5103277) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop inner ear damage. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was completed by the manufacturer.the manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found error-200. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. In the initial report clinical symptoms for dizziness and headache were not mentioned, clinical codes for the same has been updated in this report. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received a voluntary medwatch (mw5103277) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop inner ear damage. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 11, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5103277) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop inner ear damage. There is no report of the medical intervention that the patient has received at this time. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous initial MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.